Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a prostatic urethral lift (pul) procedure on (B)(6) 2022. Approximately ten months post procedure, the patient returned to his physician due to the return of irritative symptoms that included urgency and frequency. The patient underwent a second pul procedure on (B)(6) 2023 and as the cystoscope was first placed, an "entire device needle and implant were seen in the patient prostatic urethra". The needle and implant were successfully removed from the patient with standard graspers. The second pul procedure was successfully completed with no additional patient adverse events reported.